Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Low bg cause was not known. Reportedly, the customer experienced a "very bad headache" due to the low bg event. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.